Manufacturer narrative:
Other, other text: additional information was received indicating patient involvement (updated b5).

Event description:
Additional information received and attached by ICU medical on 11-feb-2022:there is not patient involvement associate with this repair. It failed on the bench during a preventative maintenance.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis. Non-OEM blue low profile supercap installed on the main board. Found burn damage on motor connector of main board. Event log history was performed and indicated that motor not running, motor rate error was recorded in history. During analysis, the reported issue was able to be duplicated. Customer or 3rd party vendor installed incompatible non-OEM supercap on the main board, which caused electrical short and damaged the motor connector. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is user error. Device will be placed in quarantine due to non-OEM blue low profile supercap present on main board.

Event description:
It was reported that during pm motor not running; suspected corrupt software was experienced.